Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by pain and "pea like soup consistency" when draining their fluid. The breach in aseptic technique was further described as the patient had a "hand bacteria" something like staphylococcus which was most likely due to the time the shield came off in bed during the night and the patient did not wash it nor sterilized it before clipping it back on. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics each day for four (4) days (intraperitoneally, doses not reported) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.